Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: upon visual inspection of the one opened sample received for evaluation of product code z464h, it was observed the needle was broken at the swage area and a part of the needle still was attached to suture. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Needle analysis: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code z464h. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.the needle breakage was confirmed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle tip removed during the same procedure or was the procedure scheduled to have the needle piece removed? Please clarify additional information was requested, and the following was obtained: there were no adverse consequences to the patient. There were adverse consequences to the patient. [Health injury details] the needle was broken during dermal suturing, and the needle tip was lost. It was not found in the room, and when an x-ray was taken, it was buried under the skin. Laparotomy was performed again, and the needle buried in the subcutaneous level was removed and the wound was closed again. [Treatment plan] no additional treatment is planned. [Seriousness] not serious. [Reason of the seriousness] an x-ray was taken to look for the needle tip, and re-laparotomy and closure were performed to remove the needle tip remaining in the body. [Surgeon¿s comment] although no extra force was applied, the needle tip was broken. [Lot number] unknown olmlss. What is the lot number? No further information is available. Could you please confirm if the suture got separated from the needle? Please confirm. The reported issue is needle breakage. Could you please confirm if the needle got broken? Please confirm. The needle was broken at the swage part, and the needle tip remained in the body. Are any plans in place to remove the needle piece in future? No further information is available. What is the surgeon's opinion of consequences to the patient? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke at the swage part during dermo stitch, and the needle tip remained in the body, so x-ray was taken. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.